Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR reports# 2183959-2012-00460, 2183959-2012-00461, 2183959-2012-00462, 2183959-2012-00463. The pt was implanted with an ams perigee graft on or about (B)(6) 2005, with the intention of treating the pt for stress urinary incontinence and pelvic organ prolapse and cystocele. It was reported that the pt experienced "serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, add'l surgeries, continual bladder and urethra infections, and other injuries." After the perigee implant surgery in 2005, the pt's "urinary incontinence and lower abdominal/back pain resurfaced, resulting in another mesh implant surgery on or about (B)(6) 2009." It was reported that the pt experienced significant mental and physical pain and suffering, hardening, worsening dyspareunia, add'l medical treatment and permanent injuries.